Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff would not stay inflated. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the clear cuff indicating a leak. The area of leakage was observed under magnification and a cut mark was observed on the cuff. A device history record review was performed and no relevant findings were identified. The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuffs were able to maintain pressure at 25mbar. A water leak test was then conducted on the returned sample by immersing it underwater. No bubbles were observed flowing out from either cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage could not be confirmed as there were no issues found with the returned sample. The device functioned as intended.

Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient". No patient involvement reported.